Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was identified by visual inspection of the photo samples, as leakage from the administration spike port is clearly visible of the product. During visual inspection of the returned sample, leakage from the administration spike port is clearly visible. Functional testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the middle port. The issue was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.